Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported, that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 130-170 mg/dl.